Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the clear-lock retainer for a few nights. The patient's lips were swollen, red, tender and sore on the corners of the mouth. Upon experiencing the symptoms, the patient stopped using the retainer and it took about 2 to 3 days to heal. The patient did not require any treatment for the allergic reaction. The patient's current status was reported to be fine. While the patient has no known allergies, it was reported that the patient has history of sensitivity to acrylic. The patient had mastectomy done before and has been taking arimidex. The doctor did not make any adjustment to the retainer. The patient was recommended to clean it with water.

Manufacturer narrative:
The retainer was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned retainer. The retainer showed normal wears and tears along the edges due to the usage. There was no sign of adjustment made to the retainer. No major cracks were found. The retainer's layers were intact and were not separated. The retainer did not have discoloration. Calcium build-up was observed on the retainer. The case was also returned in a good condition with label. A review of the material lot was performed and no manufacturing deviation or abnormality were found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The reported issue could not be confirmed. This incident is being monitored, tracked and trended.